Manufacturer narrative:
Product complaint # ==>(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample that pertain to the product code vcp1739d. During visual inspection of the returned sample, the top of the foil was damaged and a cut could be observed. The cut appear to be caused outside in by an unknown object affecting the integrity of the sterility. Additionally, photo was provided and it showed the damaged packaging, which is consistent with the actual received sample situation. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the primary package of the suture was found damaged prior to use. Total 4 products occurred damaged - primary package issue. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.